Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
An (B)(6) male peritoneal dialysis (pd) patient with end stage renal disease (esrd) on pd therapy reported he experienced draining slowly on (B)(6) 2016. During a follow-up call a peritoneal dialysis registered nurse (pdrn) confirmed the patient experienced drain issues during treatment and their prescribed fill volume was 2000ml. Drain 0: 47ml, fill 1: 1365ml drain 1: 3893ml. The reported treatment data revealed an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred in drain 1, where 3893ml drained. This drain was 195% of the prescribed fill volume. The pdrn stated the patient did not experience any adverse events nor need medical intervention. The patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. The patient remained asymptomatic.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: external visual inspection: the front panel bezel gasket was drooping approximately 1 inch over the center of the front panel overlay. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification were within tolerance. The reported symptom of draining slowly and iipv was not reproduced during testing. During a test treatment, the resulting treatment data sheet was out-of-specifications. After taring the load cell, a subsequent treatment was completed in which the data sheet drain volumes were within specifications. The internal, visual inspection of the received cycler unit found no discrepancies. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were within specification.